Event description:
Ansell healthcare sent a complaint regarding lot #01127i56av concerning a reported "allergic reaction". Samples were sent for evaluation (nrl condoms/silicone lubricant). In follow up with ansell, lmr was informed that the patient had been tested and was not allergic to nrl. A silicone msds was provided.